Manufacturer narrative:
The actual device was returned without an alleged deficiency. Reliability engineering evaluated the device and determined that the motor device had a hole in hose and the rotations per minute (rpm) were below manufacturer specifications. The hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The low rpm¿s was due to worn out vanes due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had a hole in hose near the muffler and the rotations per minute (rpm) were below specification. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.